Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. Visual examination of the returned device revealed that the balloon had a large tear in it, rendering the device non-functional. The cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation in 2008 that an endovive low profile balloon replacements device was used during a procedure performed in 2005 (patient age, gender, and weight are unknown). According to the complaint, "the balloon ruptured after 2 days of deloyment". The procedure was completed with another endovive low profile balloon replacements device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".